Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove lock line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) and a dilated left atrium for a mitraclip procedure. After placement of the 2nd clip (40305r2003), the deployment sequence was started. He tried to retract the lock line, but after about 20 cm, the lock line was stuck inside the clip delivery system (cds). The lock mechanism was able to be disengaged by pulling the remaining end of the stuck lock line. After removing the clip from the valve, the clip was completely closed and retracted into the steerable guide catheter (sgc), which was facilitated by fluoroscopy. The clip was then replaced. The procedure was finished without further issues, and the mr was reduced to grade 1. There was no clinically significant delay.